Event description:
It was reported that the customer's insulin pump had a failed battery test and became stuck in the rewind sequence. The customer's blood glucose level was 209 mg/dl. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.